Manufacturer narrative:
Product complaint #: (B)(4). Additional information: patient code (3189) to capture medical device removal investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no. A review of complaint databases was not possible as no product details were received. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿revision of metal-on-metal hip prostheses results in marked reduction of blood cobalt and chromium ion concentrations¿ by olli lainiala bm, et al, published by clinical orthopaedic related research (2015) vol. 473, pp. 2305-2313, was reviewed. The authors evaluated recalled asr resurfacing and asr tha mom implants who underwent revisions due to armd for indications of component loosening, elevated blood metal ions, and hip function. The mode used in the study included MRI, oxford hip score questionnaire, physical examination, and blood metal ions. Inclusion for the study included index surgery with asr implants, revision due to armd after asr recall, and a minimum of 1 year postoperative follow-up with documentation. Blood metal ions are considered elevated if over the 7 ppb threshold. Revision for armd was considered if the patient had one or more of the following: pseudotumor, elevated co and/or cr blood ions and hip symptoms, the patient had progressive hip symptomology regardless of elevated blood metal ions. Failure was classified as being attributed to armd is the following criteria were met: presence of macroscopic synovitis or metallosis, a pseudotumor found during revision surgery, a moderate to high number of perivascular lymphocytes with tissue necrosis, and/or fibrin deposition in the histopathologic sample. Implanted products: 263 revisions. 65 asr resurfacing and 198 asr tha. Stems used: 119 summit, 36 corail, 9 s-rom, 1 prodigy, 1 proxima. There were 4 re-revisions due to dislocation, deep infection, and acetabular fracture post op. Results: there were 263 total revisions for armd. 227 revisions were only for armd. There were 36 hip revisions that included additional symptomology as well as armd. For the asr tha these included 14 for cup loosening, 12 for infection, 4 for high inclination of cup with mechanical symptoms, 1 for stem loosening, 1 entrapped sciatic nerve, and 1 for impingement. For the asr hra these included 1 for osteolysis of femoral neck, 1 fracture of the femoral neck post operatively, and one loosening of femoral component. Intraoperative findings and complications post-op: aval in 161 hips, 88 cases of osteolysis, 131 pseudotumors, 1 dvt, 2 dislocations. Implanted components at revision: 2 summit stems, 4 s-rom, 3 corail, 4 competitor stems. 68 coc delta motion, 55 pinnacle (39 coc, 9 cop, 7 mop), and 96 competitor articulating surfaces. There was an unknown titanium sleeve used with some of the coc systems. An unknown number of stems were cemented with unknown cement discretion. Revision results: these results were not differentiated between competitor. 66 patient had elevated blood metal ions greater than 7 ppb. 8 patients had ultra-high blood metal ions (cr 40.6-125. Ppb). Some patients reported moderate to severe pain. 7 instances of osteolysis identified on radiographic follow-up. This finding is attributed to the asr index implants because these osteolytic lesions were initially discovered at revision. The continuing elevated blood metal ions can also be attributed to the initial asr implants. However, there is not enough information in this article to definitively attribute the remaining elevated ions to the index implants. This complaint will capture the elevated ions to the revised implants. There is not enough information to determine which revised implants were associated with pain and elevated ions. This complaint will capture the revised implants as 1 unknown cup, head, liner, sleeve, and stem. None of these components was re-revised. Captured in this complaint: asr and asr-xl and unk stem at revision 1, asr system, augment, and stem for re-revision (4), and 1 total system for re-revision. A total of 1 index procedure and 2 revisions. " this complaint captures 1 index surgery and 1 revision, and 1 re-revision.